Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient underwent surgical intervention and subsequently passed away; however, no medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against composix kugel patch. Attorney alleges wrongful death of the patient and general allegations for subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Reportedly, the patient passed away on (B)(6) 2025.